Event description:
It was reported that a cartridge alarm 20 occurred during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. Technical support assisted the customer in loading a new cartridge using the proper technique, allowing the customer to successfully resume insulin therapy with the original cartridge. The issue was resolved.